Event description:
I would like to start my experience with a hernia mesh implant. In (B)(6) 2014, I had appendix surgery, from the surgery site I developed two large hernias. On (B)(6) 2015, I had the hernia surgery which that's when they put the mesh in. On (B)(6) 2015, I was hospitalized with a mesh infection, the mesh was all cut out which I kid you not the hole in my stomach was huge. The doctor told me my intestine had to be cut away from the mesh and the mesh cut into my bowel. They patched my bowel, and my family was told it was up to me to fight to live. I was admitted to a wound care facility to put the vac on my stomach to bring it back together. My stay was 38 days. I was sent home under home health care. My incision is still trying to heal over; I have a lot of pain in my stomach, back and weak in my legs. I haven't been able to work since (B)(6) 2015. I now have another hernia (large) not like from the other. I wonder what kind of health issues I will have in the future. I don't know what is going to happen at this point.